Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked belt clip slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 137 mg/dl. The customer stated that the pump screen is broken. Customer stated that he can only see half of the screen and only can see minutes of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.